Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation. The irritation was described as a rash that was red, raised, and itchy with slightly discolored skin. The patient's physician recommended that the patient end use of the lifevest to address the irritation and bruising. The medical outcome of the irritation is unknown as the patient ended use of the device.